Event description:
The customer contact reported a separation. The extension set was connected to an unspecified syringe pump tubing set and was being used to deliver an unspecified volume of tpn. After an unspecified length of time in use, the nurse noted a leak of solution at the inlet of the filter and bleed back in the distal end of the extension set. The nurse stopped the delivery and clamped the extension set. It was reported while the nurse was examining the extension set for the location of the leak, the tubing separated from the filter inlet. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).